Manufacturer narrative:
The impacted product was received by the failure analysis lab on august 6, 2024. The investigation of the returned device was completed by the failure analysis lab on august 9, 2024. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision with 350cc mentor memorygel breast implants experienced right sided rupture, right sided baker grade iii caspular contracture, bilateral waterfall deformity, bilateral ptosis, and bilateral lateral malposition post procedure. Magnetic resonance imaging demonstrated right sided rupture, a heterogenous mass like structure on the left sided breast and left sided breast herniation. As a result, explant, replacement with silicone implants (mentor moderate classic profile smooth, round, 215ml on right and 190ml on left), bilateral lateral capsulorrhaphy, and bilateral vertical mastopexy was performed on (B)(6) 2024. The right sided issues were reported initially under 1645337-2020-08227. On july 12, 2024, mentor received additional information and initial awareness of bilateral issues. This report relates to the left prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: device migration/ptosis. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).